Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colorectal cancer radical surgery, when being used in the broken colon the device did not fire, another handle was used to complete the case. There was no patient injury.